Manufacturer narrative:
(B)(4). Batch # m5360h. Conclusion: the analysis found that one plee60a device was returned in good visual condition and with one gst60g cartridge loaded on the device. The reload was received fully fired and with the drivers and one piece sled damaged. No further functional testing was performed.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: when the surgeon removed as many of the unformed staple as he could, were there unformed staples still in the cartridge (not deployed) as well as the tissue (deployed)? Yes, the surgeon removed unformed staples from tissue and a number of unformed staples were also still present in the cartridge (not deployed). All staples on the patient side appeared unformed and all staples on the specimen side appeared to have formed in the tissue to be removed as part of the gastric specimen. Was buttressing material utilized? Yes, buttressing was used on both the anvil and cartridge forks what was the bmi of the patient? Weight ¿ (B)(6) with a bmi of 39.5. Was the patient male or female? Male. Was a leak test performed and if so, what was the result? No leak test was performed. A new device was opened and the surgeon took a slightly tighter line and re-stapled ¿ the second time around he used a black cartridge as opposed to a green one, still using buttressing on both sides. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? If yes, please explain. No ¿ the patient in question has been monitored carefully and is doing well 10 days postoperatively.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon closed the stapling device down on the second firing with the gst green reload. The device was fired and upon opening the jaws the surgeon determined that all staples on the patient side had not been deployed. Inspection of the reload showed all staple still present in open form. Surgeon removed as many of the unformed staples as he could. A new device was then opened to proceed with the procedure and changed the reload to black. The procedure from this point was completed without any problem. The length of the procedure was delayed by approximately 20 minutes. A small amount of blood was lost as the result of the problem. However exact quantity cannot be determined. Patient was fine post-surgery.